Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in a field action, returned product testing found the device did perform as described in the field action. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from a crematory with no information. Review of the manufacturer's database revealed the patient died approximately 8 years post implant of the ipg system. The device was subsequent analyzed and tested out of specification. A cause of death was requested and not received.